Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) updated section b4 (date of this report), g3 (date received by manufacturer), h6 ( clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. One image was reviewed. Customer report of valve thrombosis was unable to be confirmed through image evaluation. Image showed a valve implanted with blood residues around. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes mellitus type ii (dmii).

Event description:
Edwards received notification that a 3300tfx21 valve was explanted from the aortic position after 1 year of implant duration due to valve thrombosis. The patient presented with shortness of breath before the explant procedure. A freestyle valve was implanted in replacement concomitantly with aortic reconstruction. The patient was noted as to be doing well in ICU.

Manufacturer narrative:
H10 additional narrative: the subject device was not available for evaluation as it was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.